Event description:
A report of microbial keratitis associated with a clinical trial involving lens wear was received from an internal employee. A participant is a clinical trial indicated he was diagnosed with microbial keratitis, after swimming in the ocean while on vacation, in the right eye from another doctor. The contact lens had not been worn at the time. The contact lens was thirty-three days old at the time of the event. Additional information received from the doctor indicated the patient was treated for a peripheral ulcer, one millimeter in size. Three peripheral infiltrates, 0.5 millimeter in size, were also observed. An anterior chamber reaction did not occur. The discomfort and redness were moderate and the only discharge present was watery. The issue was resolved within three days. The treatment was temporary discontinuation of lens wear and bisivance 1 drop every 6 hrs was prescribed. The issue resolved within three days and lens wear resumed.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from the review, a follow-up medwatch will be filed. (B)(4).